Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as improper flushing procedure by the nurse during therapy. It was additionally reported that the discharge bag was unsterile, however, the drain line and drain bag are not part of the sterile fluid pathway leading to the patient. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. It was not reported if the operator of the device was retrained on proper aseptic technique. It was not reported if peritoneal dialysis therapy was ongoing. No additional information is available.